Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Further technical evaluation determined that the device system fault 74 was a single occurrence and was not reproducible during in-house testing. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported by resmed (B)(4) that an astral device displayed an error message (sf 74) indicating a software task error. The device also failed to pass its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device failure to complete its internal self-test and system fault 74 were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).